Manufacturer narrative:
This supplemental report is being submitted to provide a correction to b3.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it could not be determined if the damaged bending rubber and the metal that was sticking out were caused by load, handling, or other issues. In addition, the facility likely did not perform the surgery due to safety concerns, as the curved rubber was broken and there was metal protruding. The root cause of this reported event could not be identified. This supplemental report includes a correction to e2, e3, g2, and h3 to provide information that was inadvertently not included on the previous submission. Also, a correction has been made to h4 based on the latest investigation report. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the ultrasonic image of the evis lucera ultrasound gastrovideoscope was poor and the bending section cover broke out of the protective steel mesh at the bending part. The issues were found during a therapeutic procedure. The customer noted the hospital checked the scope prior to the operation and the curvature was not good. The procedure was completed with a similar device. There was no reported patient harm or impact due to this event.

Event description:
Additional information received from the customer clarified that the event occurred prior to a therapeutic procedure during preliminary inspection. There was no delay and the procedure was not completed. The device would not be returned for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.